Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he had misused the device during initial sensor insertion on (B)(6) 2013. Patient was under the impression that a sensor fragment had remained under his skin. During a follow-up call patient reported that he had sought medical intervention and that an x-ray image showed that sensor wire did not break under his skin.